Event description:
Both me and my 13 year old son have used philips respironics dreamstation 1 for the past 2 years, without any health issues. We have received the replacement dream station 2 and have used them for about 2 weeks, with horrible results. Both replacement machines emit a very strong chemical odor, despite being cleaned thoroughly following manufacturers recommendations. We have also begun to suffer from breathing difficulties, migraines, chest pains, and overall sleepless nights. I have reported these issues to my healthcare provider, and have been advised to cease use of the philips respironics dreamstation 2, until a solution or replacements can be found. This is devastating due to the fact that my son, has severe life threatening sleep apnea and cannot go for long periods without use of a CPAP machine. FDA safety report ID # (B)(4).